Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading on the adc device compared to an unspecified reading obtained on the built-in precision meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer was asymptomatic and initially received caregiver administration of syrup with water, cake, and a sugar cube. After receiving an elevated reading on the meter, the customer received caregiver administration of rapid-acting insulin (dose unspecified) for corrective treatment. There was no report of death or permanent impairment associated with this event. A lower adc device reading of 40 mg/dl was compared to a built-in precision meter reading of 426 mg/dl after 6 days of wear. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown when these comparison readings were obtained in relation to the reported adverse event.